Event description:
No effects; hurting worse and knee pain; legs ache and pain in ankles and feet; leg cramps. Information was received on 02-aug-2007 from patient with a medical history or osteoarthritis in both knees, who experienced leg cramps, feet and ankle pain, and knee pain after receiving synvisc. The patient received a series of synvisc injections in both knees approx. (2) months ago. He stated that synvisc had no effect and his knees are actually hurting worse. He also experienced muscular and joint related pain in his ankles and feet. The patient had a subsequent visit with his physician and was injected with corticosteroids in both knees. At the time of this report, the outcome of the patient was unknown. No further information provided.